Event description:
Event verbatim [preferred term] it seems like it's more swollen [gingival swelling], , narrative: this is a spontaneous report received from a consumer or other non hcp from medical information team. A female patient received absorbable gelatin (gelfoam). The patient's relevant medical history included: "allergic to beef " (unspecified if ongoing); "allergic to milk" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: gingival swelling (non-serious), outcome "unknown", described as "it seems like it's more swollen". The action taken for absorbable gelatin was unknown. Additional information: caller states that she doesn't know if she has a problem or not. Caller states that she had a tooth extraction by an oral surgeon and he stated that he put gelfoam. Caller states that she doesn't have a major allergic reaction to it but she was wondering if she could or could not be having an allergic reaction. Caller states that the reason she is calling is she noticed that when she tried to look up gelfoam, which the surgeon puts in, which says it dissolves in so many days and dates and then it takes so many days to absorb it. Caller states that she wants to know what it exactly means as to why does it have so many discrepancy and why is it absorbed with that many days. Caller states that she uses the gelfoam that dentists use. Caller states that she is not sure if she is having a problem with it or not. Caller states that she doesn't know if she's allergic to pork or not but for religious purposes she doesn't eat pork but she is allergic to beef and to milk which she assumes that there could be a cross sensitivity. Caller adds that the patient did not mention that a something will be put in. Caller states "it seems like it's more swollen... I'm not majorly have anaphylactic reactions to milk or beef, I had the same reaction that if I had a milk product or something but I'm not sure if it could just be the extraction ... "